Manufacturer narrative:
(B)(4). Batch # m93f2w. The analysis results found that the device was received with the tissue pad detached and returned but with evidence of body fluids and what appears to be a staple on the groove section of the clamp arm. The device was connected to a test hand piece and a gen11 and the device did activate during functional testing. The device was disassembled to inspect the internal components and no anomalies were found. Based on the condition of the tissue pad which has a sectional damaged did almost split it in half and caused the tissue pad to detach from the clamp. A probable cause of this damage is the device being fired over the embedded staple on the clamp arm. Care should be taken not to fire the device over staples or hard surfaces. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Information is unavailable; device not returned. No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Batch #unk. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot/batch.

Event description:
It was reported that during an unknown procedure, the device was assembled during set up. The user hit the 12mm port when inserting the device and the white plastic portion on the jaw fell onto the drape. There was no harm to the patient, as nothing fell into the patient.

Manufacturer narrative:
(B)(4).